Manufacturer narrative:
Additional information will be provided once the investigation is completed.

Event description:
It was reported that the power button on the unit jammed and the unit goes on standby.